Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Secure fit ad (ceramic on ceramic shell) / alumina insert 28mm 48 / 50mm / cancellation screw g1 ceramic on ceramic shell revision ope, screw hole of screw was broken and could not be pulled out by screwdriver. The screw was removed with cup. A doctor commented, "the removed alumina insert had a round wound. Did this happen due to interference with the screw head?"

Manufacturer narrative:
Reported event: an event regarding subsidence involving a securfit shell was reported. The event was confirmed from the clinician review. Method & results: product evaluation and results: not performed as the device was not returned for evaluation. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, " re pi (B)(6) which represents a female patient in japan whose date of explantation is listed as (B)(6) 2020. The event description states: "securfit ceramic on ceramic revision screw hole of screw was broken and could not be pulled out screw was removed with cup . Reason for revision central migration of cup." X-rays dated (B)(6) 2019 ap pelvis and lat. Right hip demonstrating bilateral reduced, uncemented tha. Left is nominal right acetabular component protrusion. No clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no date of primary right tha, no examination of explanted components. The x-ray confirms the "central migration of cup" noted in the event description, but insufficient data is available for a medical report." Product history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: the available medical records were provided to the consulting clinician for a review which noted that no clinical or pmh, no patient demographics, no operative reports, no dated serial x-rays, no date of primary right tha, no examination of explanted components. The x-ray confirms the "central migration of cup" noted in the event description, but insufficient data is available for a medical report. The event of shell subsidence is confirmed but the root cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Secure fit ad (ceramic on ceramic shell) alumina insert 28mm 48 50mm cancellation screw g1 ceramic on ceramic shell revision ope, screw hole of screw was broken and could not be pulled out by screwdriver. The screw was removed with cup. A doctor commented, "the removed alumina insert had a round wound. Did this happen due to interference with the screw head?" Sr comment: "when the alumina insert is inserted into the secure fit ad, there is a space between the shell and the shell. Even if the screw is not completely tightened in the first ope, the insert will fit. Update: ". The reason for the revision is the central migration of cup. 2. All implants were removed and replaced. Details are unknown."